Manufacturer narrative:
The device was returned to olympus for inspection. A root cause regarding the black residue on objective lens could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that discoloration inside the objective lens with black residue and detached distal end at the bending section was found. There was no patient involvement.